Event description:
The customer reported being hospitalized for high blood glucose and urinary tract infection. The customer stated that she had vomiting and cramps. The customer also reported having bent cannulas several times. The customer was experiencing high glucose for the past two weeks. The customer's most recent glucose reading was 262mg/dl, and she was treating with the insulin pump. The customer stated that she was disconnected from her insulin pump when she went to the hosp. The customer stated that last infusion set change was on (B)(6) 2011. Attempted to troubleshoot the insulin pump, but the customer was too ill. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.